Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; date implanted - unknown date in 2003; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Implant discarded at hospital.

Event description:
It was reported that the patient had a total hip arthroplasty on an unknown date in 2003. Subsequently, the patient was revised on (B)(6) 2016 due to elevated metal ion levels.

Manufacturer narrative:
This report is not a duplicate of 1825034-2014-08656.; rather, it is a duplicate of 1825034-2016-03891.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-08656.